Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): dilatation catheter: appolo nc 3.0x10. Guide wire: bmw universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 28mm xience xpedition stent was deployed at 10 atmospheres. Post-dilatation was performed with a 3.0 x 10mm non-abbott balloon. After post-dilatation, a dissection was observed at the distal edge of the stent. A 3.0 x 18mm xience xpedition stent was implanted for treatment of the dissection, with a good patient outcome. No additional information was provided.